Event description:
Report received from facility that a patient expired after becoming disconnected from the device. Reportedly, an alarm may not have sounded. No additional external alarms were reported to have been used.